Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to the procedure, it was noticed that the distal end of the catheter was detached. The cxi was being loaded onto a guide wire, it seemed to stick, and so it was pulled back a few centimeters to wet/clean the wire and it was noticed that the tip had detached. The cxi had not been advanced through the introducer as it was prior to patient contact.